Event description:
It was reported that when the device was connected to the control unit, the motor was suddenly rotated without operation. They don¿t push the footswitch and touch the hand switch. The procedure was completed with using a forceps to remove the tissue. No patient injuries were reported.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed and no issues were noted. Product failed functional testing with hand piece error when inserted into mdu receptacle on test control unit. Cause of hand piece errors is a corroded forward button spring that was stuck in the ¿on¿ position. The complaint was confirmed and the root cause has been determined to be corrosion of the forward button assembly.